Event description:
Reported received indicated end user developed an circumferential redness under the white tape collar of her moldable convex barrier. She first noted this area approximately 2 weeks prior to receipt of complaint. She has been alternating between systems produced by two different manufacturers and uses water and occasionally a small amount of vinegar to cleanse her peristomal skin. She uses a no sting skin protestant; ostomy powder adapt ring to her peristomal skin and experiences itching and weeping from the area. The report also noted that the skin under white tape collar had scattered fluid filled ares and when she removed the skin barrier, this caused the fluid filled areas to open. Pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name should read as s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.